Event description:
A 1104bt was inserted, however, the catheter moved and could no longer be tightened. As a result the intracranial pressure could no longer be monitored. The catheter was removed the day after it was inserted and another catheter was inserted. The pt did not incur any injury as a result of this event.